Manufacturer narrative:
(B)(4). Evaluation summary: correction: the word (not), was omitted from the following statement: the jumpiness of the clip was observed. Corrected from: the investigation was unable to determine a conclusive cause for the clip jumpiness, noise, and mechanical jam (clip-initial closing) as no noise was heard while rotating the arm positioner, the jumpiness of the clip was observed and no issue closing the clip; however, the analysis identified that the clip was difficult to open. Corrected to: the investigation was unable to determine a conclusive cause for the clip jumpiness, noise, and mechanical jam (clip-initial closing) as no noise was heard while rotating the arm positioner, the jumpiness of the clip was not observed and no issue closing the clip; however, the analysis identified that the clip was difficult to open.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This is being filed to report the clip arm actuation issue, difficult removal and vein injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) and the clip delivery system (cds) were advanced into the anatomy. The anatomy was challenging; mitral annular calcification. During the third grasp; the arm positioner made a squeaking sound. When attempting to close the clip arms, the clip closed to 60 degrees and did not close any further. When inverting the clip arms, the clip jumped open from 60 to 180 degrees, then from 180 degrees to the inverted position. The clip was inverted as much as possible and the cds was retracted in the steerable guide catheter (sgc), keeping the clip close to the sgc guide tip. When retracting the sgc into the right atrium the atrial septal defect (asd) appeared larger than usual. The sgc and clip were retracted to the groin resulting in injury to the vein. A cut-down was required to remove the devices and to treat the vein. It was determined that the asd did not have to be closed. A new sgc and cds were used to complete the procedure; one clip was implanted reducing mr to 1-2. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficult removal of the mitraclip delivery system (cds) from the steerable guide catheter (sgc), clip jumpiness, noise, and mechanical jam (clip-initial closing) were not confirmed. However, the analysis identified that the clip was difficult to open. The reported difficulty removing the cds from the anatomy could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the difficulty removing the cds from the sgc was due to the inverted clip during removal. The difficulty removing the device from the anatomy (vein) appears to be related to the difficult removal of the cds from the sgc. The investigation was unable to determine a conclusive cause for the clip jumpiness, noise, and mechanical jam (clip-initial closing) as no noise was heard while rotating the arm positioner, the jumpiness of the clip was observed and no issue closing the clip; however, the analysis identified that the clip was difficult to open. The reported tissue damage appears to be related to procedural circumstances due to the difficult removal of the device. It should be noted that the reported patient effects of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. User facility medwatch # mw5076734.

Event description:
Subsequent to the initial MDR report a voluntary report # mw5076734 was received stating: clip device failed to close requiring the removal of clip device which was unable to be retrieved by pulling on the sheath. A cut down was initiated to retrieved clip.